Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. This device is not approved for sale in the USA, but is similar to a USA marketed/approved device.

Event description:
The pt (B)(6) received two extensions from the same lot. It was reported prior to the pt's ipg replacement procedure (nearing normal end of life), the right lead exhibited high lead impedances. The physician removed the lead from the ipg port, cleaned it and re-inserted it into the new ipg which resolved the issue. However, the sjm representative was unable to increase the amplitude on the right lead post-operatively. X-rays revealed the right extension was 'disconnected' from the lead. Further info indicated the pt underwent another surgery to address the issue. The physician noted the right extension was damaged. As a result, both extensions were explanted and replaced. The lead and extensions are reportedly functioning as desired post-operatively.